Event description:
Subsequent to the previously filed medwatch, additional information received: the patient did not have any anatomical challenges (tortuosity, large atrium, etc.) That would have required additional device manipulation or steering. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for evaluation. Device testing found that the gripper line was able to be moved without resistance with a straight steerable sleeve shaft. Upon applying curvature to the cds device, it was observed that neither end of gripper line could move freely during the removability test confirming the reported difficulty moving the gripper line during assessment. The device was submitted for x-ray analysis to further investigate the gripper lumens; however, no issues were identified that may have contributed to the reported mechanical jam / unable to remove the gripper line. As the testing of the device in the x-ray could not duplicate the exact conditions found during the procedure, the x-ray testing was determined to be inconclusive. Potential causes for the reported mechanical jam (unable to remove gripper line) are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no nonconformances identified for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar unable to remove gripper line incidents reported for this lot. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With regards to patient morphology and user technique / procedural conditions, the inability to remove the gripper line can be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The information provided in the case details stated that the patient did not exhibit any tortuosity / challenging anatomy. It is possible that during the course of the procedure the lumens in the delivery catheter (dc) shaft may have become shifted due to rotation / manipulation of the device. While it was observed that the gripper line could be translated smoothly with no curves on the device, applying a bend / curve onto the shaft could potentially exacerbate this shift, resulting in constrictive forces acting on the gripper line. Through these constrictive forces, it is possible that the gripper line may have become restricted in movement. Based on the information reviewed, while it cannot be definitively confirmed, it is possible that the mechanical jam / unable to remove gripper line resulted from procedural interactions, coupled with the curvature of the sleeve during clip alignment and placement. This curvature may have resulted in constrictive forces acting on the gripper line, causing the gripper line to become unable to remove (while curves were still present on the device). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed as the gripper line in the clip delivery system did not work causing the device to be removed. A significant clinical delay in the procedure was reported due to the device issue. It was reported that during a mitraclip procedure, before the clip was deployed, the gripper line removability test did not work so the physician removed the clip delivery system (cds) and another cds was used. The procedure was completed with the implantation of two clips reducing the functional mitral regurgitation grade from 3 to less than 1. There was no adverse patient effect, but due to the device issue and the need to replace it, the physician reported a significant clinical delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.